Manufacturer narrative:
No critical pump error (open book image) alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unexpected pump error alarmed during selftest, problem isolated to keypad assembly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.